Event description:
It was reported that the cartridge o-ring was missing. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy. No additional patient or event information was available.